Event description:
It was reported the device was overdischarged and the patient had a return of pain symptoms. Three physician mode recharges (pmr) were attempted but were unsuccessful. An error code was showing after doing the pmr. The stimulator was going to be replaced.